Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a gastroduodenal stent placement procedure on (B)(6) 2011. According to the complainant, the patient had a gastric stenosis due to stomach cancer. The stricture was located from the pylorus to the duodenum and was approximately 5cm in length. The stent was implanted successfully with no complications. After the stent placement, the condition of the patient (vomiting) was noted to be improved. Following the procedure, the patient passed away. The date of death was not provided and an autopsy was not performed. In the physician's assessment, the cause of death was organ failure due to the worsening stomach cancer. According to the physician, the wallflex stent did not cause or contribute to the patient death and there was no malfunction of the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.